Event description:
It was reported that during a follow-up, low impedance was observed. Fluoroscopy revealed externalized conductors. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 49.3cm - 50.5cm was returned for analysis. Internal insulation abrasion was found at 13.2cm - 15.5cm from the distal tip. The coating on one cable was abraded at this area. Multiple internal abrasions were found beneath the svc coil and one rv cable was found abraded and melted in one region. External insulation abrasion consistent with friction to the device's can was found in one area.